Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, got very hot and she awakened with the smell coming through the nasal pillows. She states device was plugged directly into a wall outlet. Patient has been afraid to use device since this occurred. Patient states if she sleeps 6-8 hours, her water chamber is empty when she awakens the device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information that the patient alleging got very hot and she awakened with the smell coming through the nasal pillows. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Using a known good power supply, power cord, and 15mm heated tube, pil was able to confirm the device powers on and provides airflow with the tubing and heater plate heating up. The device was likely reset prior to pil receiving due to 0 blower hours and 0 therapy hours. Review of the device log showed: errors logged: 0 errors were logged. Blower hours: 0 hours were logged. Therapy hours: 0 hours were logged. Device hours: 794.7 hours were logged. Care orchestrator data was not available for download. Pil observed the following from an external and internal inspection: dust contaminate on the exterior of the water tank lid, exterior and interior of the ui (user interface) bezel, exterior and interior of the top enclosure, interior of the blower box cap, blower motor, interior of the blower box, heater plate, and the exterior and interior of the bottom enclosure. An unknown contaminate was found in the interior of the water tank. The water tank lid, water tank seal, and water tank all showed evidence of liquid ingress with potential mineral deposits to them. The water tank showed evidence that the tank was possibly overfilled, likely on multiple occasions, due to the mineral deposits along the top of the water tank, just below the rim of the tank, and well above the "maximum fill" line. The top enclosure, iso port, heater plate, and heater plate spring also showed evidence of liquid ingress with potential mineral deposits on them. The exterior of the bottom enclosure is peeling off potentially due to sliding the device around. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil performed a 2.5 hour timed temperature test due to the complaint of the device got very hot and awoke to a burning odor. Pil used a pil supplied known good humidifier to run in conjunction with the ds2adv auto CPAP, pil filled up the water in the humidifier to the max line and took a (before) photo. While using the asl (active servo lung) with the ds2, the temperature test consisted of recording the surface temperature of the base using an infrared thermometer. A thermocouple, using an omega thermometer, was attached to the heater plate. Both temperatures were recorded every 15 minutes. These tests were performed with water in the water tank and with a pil supplied 6 foot tube (15mm) with the heat level of the humidifier set to the max level of 5. The pressure setting on the device was set to 20.0cmh2o. The base max temperature recorded was 28.5c and was within the platform (outside enclosure surface) temperature specifications. Pil was not able to confirm the complaint of the device getting very hot or a burning odor. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg? (Device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.